Event description:
A prodisc l revision was completed on (B)(6) 2024. The surgeon made the decision to add posterior screws at the pdl level.

Manufacturer narrative:
An MDR is indicated for this complaint. Patient had a prodisc l implant placed at the l4-5 level on (B)(6) 2023. A few weeks postop it was found that the l5 vertebrae had retrolisthesed making the implant look malpositioned. A revision surgery was completed on (B)(6) 2024. Surgeon added posterior screws at the level. Patient did not experience any symptoms. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. Device evaluation could not be completed as the pdl device remains implanted within the patient. No anomalies were identified during the complaint investigation. The revision was completed because the vertebrae retrolisthesed. The cause for the vertebrae having retrolisthesed is unknown. The submission is 2 of 3 devices involved in this event.